Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during implant preparation of the implantable cardioverter defibrillator (ICD) it was not possible to insert the lead past the setscrew and grommet. The setscrew was loosened and another attempt to insert lead was unsuccessful. Another implantable cardioverter defibrillator (ICD) was selected for use. No patient complications have been reported as a result of this event.